Event description:
It was reported that the physician's handheld was not holding a charge. A new programming tablet was requested. Troubleshooting performed by a company representative identified that the handheld would not power on. A hard reset was performed after the handheld was plugged into the wall and the unit powered on. The initial start up process found no issues. The handheld was able to interrogate a demo generator without difficulty. The handheld was receiving charge while plugged into the wall, but immediately gave a warning that the battery was depleted. The company representative reported that after 20 minutes of charge the handheld charging bar had progressed since initially plugging the unit into the electrical outlet. It is unknown if the handheld continued to charge and whether or not the charge was retained by the unit. No additional relevant information has been received to date.

Event description:
It was reported that plugging in the handheld to charge resolved the issue.